Event description:
Tip of driver broke inside implant in patient, the piece could not be retrieved from the patient. No adverse consequences reported as a result of event. This device is used for treatment.

Event description:
Tip of driver broke inside implant in patient, the piece could not be retrieved from the patient. No adverse consequences reported as a result of event this device is used for treatment.